Event description:
Complainant's 17-yr-old son developed ulcer on eye. He has seen dr, condition has not improved. Believes the contact lens is the problem. Ulceration about size of pin head on one side of pupil.